Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the customer tried loading the ae05ml the clip came out closed and not equipped at the jaw.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product auto endo5 ml lot # 73f1900135 was manufactured on 06/04/2019 a total of (B)(4) pieces. Lot was released on 06/07/2019. DHR investigation did not show issues related to complaint. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that both jaws had bent jaw legs. The sample was received with 3 clips remaining, including the partially loaded clip, indicating that 12 clips were fired by the end user. The misload and the bent rotation tab are both indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. A CAPA has been opened to further investigate this issue. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and trigger partially engaged. A clip was partially loaded incorrectly as it was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip(s) not opening" was confirmed based upon the sample received. One device was returned. The device was received with 3 clips remaining, including the partially loaded clip, indicating that 12 clips were fired by the end user. The sample was returned with its rotation tab bent and a clip stuck in the bent rotation tab. Upon functional inspection, the next clip was unable to load properly. The device was disassembled , and it was found that both jaws had bent jaw legs. The misloading of the clip and the bent rotation tab are both indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that when the customer tried loading the ae05ml the clip came out closed and not equipped at the jaw.